Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tissue entwined in the helix. The lead and tip appeared normal, both intact and undamaged. Stylet insertion testing passed without issue, indicating no blockage in the lumen. Helix mechanism testing failed due to the helix housing being clogged with dried blood/body fluid and tissue. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known inherent risk associated with the use of this product.

Event description:
It was reported that fluoroscopy confirmed this right atrial (ra) lead had dislodged. A revision procedure was performed to reposition the lead. However, repositioning was not successful due to helix retraction issues. Subsequently, the lead was explanted, and a different ra lead was implanted in its place. Besides intervention, there were no other adverse patient effects reported.